Event description:
On (B)(6) 2012, pt reported the button farthest from the cartridge compartment (the up arrow button) on the infusion device has stopped working. Pt stated he first noticed the issue 2 weeks ago when attempting to deliver a bolus. Pt reported the rubber was almost completely worn off of the up button as well. Pt stated the up button pops back up after being pressed. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for evaluation.